Manufacturer narrative:
(B)(4). The customer initially reported a spare parts order that was later clarified to be a failure to power on. There was no report of pt involvement. The device was evaluated locally by philips and the report system was confirmed. The control pca was replaced to resolve the reported symptom. After passing all testing the device was returned to use. The failure to power on was due to a control pca malfunction.

Event description:
The customer initially reported a spare parts order that was later clarified to be a failure to power on. There was no report of pt involvement.